Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the distal tip measuring 53.0 cm was returned for analysis. External insulation abrasion was noted at 42.6-43.0cm from the distal tip, consistent with lead friction to the ICD can. External insulation abrasion was noted at 9.7-10.2 cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations. UDI (di): (B)(4).

Event description:
This report is to advise of an event observed during analysis.